Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis was not conducted since functional testing revealed that the unit performed as expected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The battery was able to charge without incident. The battery charger is used to simultaneously recharge up to four batteries. It takes approximately 4 to 5 hours to fully charge a depleted battery. Always wait until the "ready" turns on to disconnect the battery from the battery charger. If this is not followed over consecutive charging cycles, the battery capacity display will not function properly and may convey misleading battery capacity heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that a patient experienced a battery with a poor connection. The battery would not connect well with the battery charger in different ports. The battery was replaced with not reported consequences or impact to the patient.